Manufacturer narrative:
The remote service engineer confirmed the frequency was too high when using the device. The transducer was changed out for another one to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty transducer. The reported problem was confirmed. The customer was provided a replacement transducer to resolve the issue.

Event description:
It was reported that the fetal movement frequency is too high. The device was in use at the time of the event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6).